Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced st depression during ablations to the mitral annulus and experienced hemolysis after the procedure. During the procedure 78 ablations were performed across the pulmonary veins, posterior wall, cavotricuspid isthmus (cti), mitral isthmus, and a "focal spot on the anterior wall of the la near the valve". All ablations performed outside of the pulmonary veins are considered off label as the catheter is only indicated for treatment of the pulmonary veins. During ablations of the lateral mitral annulus st depression was seen in the patient. No interventions were performed during the procedure and no nitroglycerine was administered. The procedure was successfully completed and the patient's st segment returned to normal after the procedure was completed and 500ml of additional fluids were administered at this time. While in the recovery room after the procedure blood was seen in the patient's urine. They were admitted overnight for observation and in the morning their urine was brown. All tests were negative and there was no baseline kidney function information to compare after case results to. The patient was discharged the day after the procedure and is expected to make a full recovery. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Detailed product information was not provided to bsc. We were informed that the information was not available per the initial reporter. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced st depression during ablations to the mitral annulus and experienced hemolysis after the procedure. During the procedure 78 ablations were performed across the pulmonary veins, posterior wall, cavotricuspid isthmus (cti), mitral isthmus, and a "focal spot on the anterior wall of the la near the valve". All ablations performed outside of the pulmonary veins are considered off label as the catheter is only indicated for treatment of the pulmonary veins. During ablations of the lateral mitral annulus st depression was seen in the patient. No interventions were performed during the procedure and no nitroglycerine was administered. The procedure was successfully completed and the patient's st segment returned to normal after the procedure was completed and 500ml of additional fluids were administered at this time. While in the recovery room after the procedure blood was seen in the patient's urine. They were admitted overnight for observation and in the morning their urine was brown. All tests were negative and there was no baseline kidney function information to compare after case results to. The patient was discharged the day after the procedure and is expected to make a full recovery. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was additionally reported that the patient has fully recovered

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the specific device used in the event, but further information was unable to be obtained and thus a full UDI cannot be provided. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.